Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
Concomitant device(s): 300-30-12, 5844380 - equinoxe preserve stem 12mm. 320-02-42, 6709501 - rs expanded glenosphere 42mm, +4mm offset. 320-10-00, 6763200 - equinoxe reverse tray adapter plate tray +0. 320-15-05, 6832873 - eq rev locking screw. 320-20-00, 6789863 - eq reverse torque defining screw kit. 320-15-08, 6552558 - sup/post aug plate, r rs glenoid baseplate. 320-20-38, 6403533 - eq rev compress screw lck cap kit, 4.5 x 38mm. 320-20-38, s126143 - eq rev compress screw lck cap kit, 4.5 x 38mm. 320-20-30, s093392 - eq rev compress screw lck cap kit, 4.5 x 30mm.

Event description:
As reported, this male patient had issues with an r shoulder infection over the last 2 weeks since the initial tsa implant. The patient was revised, and an antibiotic spacer was placed. The patient was last known to be in stable condition following the event, devices will not return, facility disposed of them.